Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered 10 inappropriate shocks for atrial fibrillation and patient was taken to emergency room. This may have been resulted in therapy exhaustion. No adverse patient effects were reported.